Event description:
It was reported, the implantable neurostimulator (ins) pocket was infected. It was noted, the patient had a fever and the ins pocket site was red and warm to the touch. It was further noted, the patient started antibiotics. Five days later, it was reported that the device was explanted on (B)(6) 2013. It was noted, the patient was doing fine.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that all of the components of the patient¿s implantable neurostimulator (ins) were removed on (B)(6) 2013. The patient was seen on a follow up visit to the clinic on late (B)(6) 2013 where it was noted that the infection had resolved. It was also reported that the patient opted not to have the ins replaced as they did not want to chance another infection. Initial cause of the event was not determined. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger. (B)(4).